Event description:
It was reported on behalf of the customer that the unit ripped which caused the water to run straight into the bed and get the mattress wet. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
The device has not been returned for eval.